Event description:
The customer had been receiving lower readings. While troubleshooting, the contact ran a normal control test and had a result of 23 mg/dl. The normal control range is 73-106 mg/dl. The customer did not allege any adverse events due to the readings. The meter and strips are to be returned for evaluation, and replacement products will be sent.